Event description:
A report was received from a user facility in the USA stating: "the vitrectomy cutter failed to cut properly during surgery. Another cutter was used to complete the procedure. There were no further problems and no pt injury."

Manufacturer narrative:
The device has not been received for eval. A supplemental report will be submitted when the eval is complete. The cutter assembly, contained within the stellaris 25 gauge posterior vitrectomy pack is mfg by midlabs. The MFR has been contacted. Investigation is ongoing.